Event description:
Additional information received indicated that the patient was tolerating the medication treatment very well and has not received any other shocks.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient called the clinic after receiving multiple inappropriate shocks due to rapid atrial fibrillation. No more shocks were observed after the patient was instructed to take medications. No further information is available.